Event description:
Surgeon was implanting duet suture anchor using the bone punch, followed by the bone tap bt1007. After inserting the anchor with the disposable inserter, he noted that anchor had broken. Part of the anchor remained embedded in the bone.

Manufacturer narrative:
As we haven't yet received product back for evaluation, we couldn't investigate this case. When we have received product and perform the investigation we will follow up this report accordingly.